Event description:
It was reported that this patient underwent a device changeout procedure due to normal battery depletion (nbd). Out of range shock impedance measurements were obtained when testing the right ventricular (rv) lead on the previous can, which was a non boston scientific device. Once this lead was connected to this implantable cardioverter defibrillator (ICD), impedances measured 140 ohms. During shock delivery, a code 1005, indicative of an open circuit condition, was displayed. Boston scientific technical services (ts) was consulted and discussed that the rv lead should be replaced. The physician delivered additional shocks, performed a successful defibrillation threshold (dft) test and obtained decreased impedance measurements and opted to maintain this lead in service. No adverse patient effects were reported. At this time, this device system remains in service.